Event description:
It was reported that the device over infused unspecified medication as stated; "the infusion rate was increased." The customer confirmed that there was no patient harm reported. The risk manager requesting specific key presses. Although requested there was no additional event details provided at this time.

Manufacturer narrative:
Continued from d11-500ml hospira bag, lot: 03-602-fw, exp: 1sep2020, heparin sodium in 0.45% sodium chloride injection additional information added to: d10 the customer¿s stated issue of over infusion was confirmed through a review of the logs. ¿the log review found that on (B)(6) 2019 the pump module received a remote IV for drug ID 416 (heparin) and was programmed at a rate of 35ml/hr. The following day on 27nov2019 heparin was programmed as a custom concentration at 200ml/hr. Over 5 times the initial rate of 35ml/hr. ¿functional testing consisting of rate accuracy testing performed on the source pump module found the device operating in specification. ¿the administration set received by the customer was inspected and tested during rate accuracy testing, it was not measured for concentricity because the customers issue was determined to be due to a programming error.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Tubing model and lot requested however not provided.

Event description:
It was reported that the device over infused unspecified medication as stated; "the infusion rate was increased." The customer confirmed that there was no patient harm reported. The risk manager requesting specific key presses. Although requested there was no additional event details provided at this time.